Event description:
Reportedly, this valve was explanted after approx 5 years implant duration due to calcification. Another valve was put in its place along with a full root replacement.

Manufacturer narrative:
Device not returned.